Manufacturer narrative:
Control solution testing was not performed as customer did not have solution available.

Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received a readings of 74 and 151 mg/dl within 10 minutes. In a second set of back to back tests, the results were 79 and 161 mg/dl. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.